Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had premature battery depletion. It was also reported that the right atrial (ra) lead had high threshold and the left ventricular (lv) lead was dislodged and had high threshold. It was later noted that the physician felt the battery depletion may have been "normal" due to the high threshold on the leads. The ICD, ra and lv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (ICD)  2009 (B)(6); 6948 implantable tachy lead 2006 (B)(6); 4194 implantable pacing lead 2006 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: (B)(4). The partial lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Severe explant damage was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.